Event description:
It was reported to philips that the device's display is flashing. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be defective.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's display is flashing. There was no patient involvement.